Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Five years later the proximal neck was 31-42-43 mm in diameter and 07 mm in length. The aortic neck angulation was 44 degrees. On a follow up CT scan, seven years later a type iii separation endoleak was observed between the endurant left limbs. The physician performed an intervention and implanted two endurant ii stent grafts 16x16x124 and 16x24x124, resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: review of CT's from 5 years post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned ~1.5cm below the renals within the angulated neck. The suprarenal neck was angulated 55 deg l-r and 40 deg p-a; relative to the bifurcate aortic body. The bifurcate proximal od measured 36mm, there was no remaining proximal seal length, and a proximal type I endoleak was observed. The ipsi limb was extended on the right side within another limb into the right common iliac artery. The left/contra limb was extended with another limb into the left common iliac artery. There was acute angulation of ~90 deg between the overlapping contra limb and extension, and ~1.5cm of component overlap. The max diameter aaa measured 6.8cm. Review of CT's from 5+ years post-implant revealed, since the previous study, an endurant cuff and multiple aptus endoanchors have been implanted in the patient. The aortic cuff is ~2cm above the bifurcate, just below the right renal artery, possibly covering the left renal artery which has been chimney'd with a stent. The endoanchors have been implanted just below the aortic cuff near the level of the bifurcate suprarenal stents. The suprarenal neck and cuff were angulated ~60deg l-r relative to bifurcate aortic body. The max diameter aaa measured 7cm and there was contrast outside the top of the sac (on the postero-right side) from a possible proximal type I endoleak. The previously seen 90 deg acute lateral angulation between the contra limb and contra extension was again observed, with ~1.5cm of component overlap. Both limbs were patent and no other stent graft issues were observed. The cause of the type iii separation reported could not be determined from the films provided. Images showing this event were not available for review, and the amount of component overlap at implant is unknown. The most recent returned films revealed that there was acute angulation seen between the overlapping endurant limbs on the left side with minimal component overlap, likely caused by the left iliac artery tortuosity. It is possible that continued aneurysm morphology changes may have increased the angulation between the components which led to the eventual limb disconnection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the intervention procedure the endurant ii iliac limb stent grafts were secured together with endoanchors both proximally and distally which was reported to have been performed out of protocol. Per the physician the cause of the event was related to the endurant device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.